Manufacturer narrative:
The unit was received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. A hardware low level failure alarm occurred during self test and confirmed in pump history due to cold solder joint at the keypad assembly. Unit was programmed with test glucose meter. Unit communicated properly and recorded the 3.4 mmol/l value properly from glucose meter. Unit was downloaded to carelink successfully. However no data was found in the report. No rf communication anomalies were noted. The following physical damage was noted: cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer was unable to upload their insulin pump to carelink. The insulin pump stopped at 51 percent. The insulin pump was returned for analysis.